Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No battery out limit alarm was noted. All operating currents are within specification. The insulin pump passed the self-test. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 11.9 mmol/l. Customer's mother stated that the buttons were unresponsive last night. Customer's mother removed the battery and received a battery out limit alarm after the battery change. Customer's mother stated that none of the buttons were responding. Customer's mother reported that the pump was exposed to sweat and heat. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance required.